Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2018 with the following findings; during investigation, the black box showed a pump reboot after a cs 128 alarm. The battery compartment was found to be cracked. The returned battery cap threads were stripped and unable to fit to maintain an electrical connection. The reported power complaint was duplicated during investigation. A test battery cap was used and was able to fit. The ez-prime steps were performed correctly with no further power interruption during investigation. The pump's cover was removed and there was no intermittent condition found to the power printed circuit board or other internal components.